Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number(B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of the data indicated that the discrepant hbv results were likely due to the donor sample containing a viral load near the limit of detection (lod) of the test. Samples near, at, or below the lod may generate wavering results. No product problem related to the customer allegation was identified. Batch trend analysis, product release data, and stability review did not reveal any issues. Additionally, no related internal non-conformances were identified. The device remained in operation at the customer site, and no harm was reported in association with this event.

Event description:
The initial reporter alleged discrepant hepatitis b virus (hbv) results using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. On (B)(6) 2020, the customer reported the following results for the same donor sample: one barcode generated an hbv reactive result with a cycle threshold (CT) value of 38.6, while another barcode generated an hbv non-reactive result. Serology testing for the donor sample indicated a positive result for hepatitis b core antibody (hbcab) and a positive result for hepatitis c virus (hcv).